Manufacturer narrative:
An attempt to reproduce the reported event using the cp app with 3.2.0 installed on iphone 11, (software version-14.7.1) with mmt-1811 (v.6.28.3) was conducted and the issue was reproduced. We have the following observations: we are getting infinite spinner after upgrading cp app from previous version to 3.2.0. The calibration icon is showing an ¿unknown¿ icon in the cp app. The software failed to meet the specified requirements and performance expectations. After conducting a thorough investigation, we found two issues in our investigation. Firstly, the for notification issue ""pumpmodelnumber"" field was removed from the activenotification object with the introduction of simplera sensor in version 3.2.0. Due to this, the database-to-application (_mapactivenotifications) mapper fails while trying to retrieve the object from the database. As a result, the object doesn't load on the history screen, and it leads to a continuous loading spinner. Secondly, we have discovered that the for calibration 'timetonextcalibrationrecommendedminutes' field value is -1. According to the code, if 'minutestonextcalibration' is less than 0, it should display as unknown. This is an expected behavior as per code logic. To assist with the resolution of the notification issue, we provided the helpline team with the following workaround to ensure that it is addressed effectively: 1. Unfollow and then follow the patient again. 2. Reinstall the 3.2.0 app. Currently, there is no workaround for the calibration icon issue. The issue will be resolved in the upcoming cp application release/s. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that there's no communication of minimed mobile app with the carelink connect app. It was reported that the customer was unable to see calibration status for minimed mobile however the calibration had been performed. Troubleshooting was done and the issue had been escalated. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of insulin pump and it will not be returned for analysis.